Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the pacing threshold measurements were high and out of range after the lead was initially placed. The physician attempted to retract the helix to reposition the lead; however, the helix would not longer function. The physician was able to release the rv lead from the tissue by rotating the lead body and the lead was removed. A new lead of the same model was able to be implanted successfully. No adverse patient effects were reported.